Event description:
It was reported that following the implant of this inflatable penile prosthesis, the patient was taught how to use his device, but experienced some difficulty. The pump gave the initial pop to release the lock out valve, but only pumped about three times. Beyond that, no further fluid could be moved into the cylinders. The patient received additional education session from clinic nurse and rep, but still indicated that the device was not inflating. He also experienced some auto-inflation at night, despite completely emptying the cylinders before going to bed. Further education has been delivered with respect to auto-inflation, and the patient fully understands what he needs to do. However, the auto-inflation is still occurring. The patient was expected to an exploratory surgery at a later date. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test and the functional test. Based on the information available, the reported spontaneous inflation, inflation issue, and pump mechanical issue were unable to be confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that following the implant of this inflatable penile prosthesis (ipp), the patient was taught how to use his device, but experienced some difficulty. The pump gave the initial pop to release the lock out valve, but only pumped about three times. Beyond that, no further fluid could be moved into the cylinders. The patient received additional education session from clinic nurse and rep, but still indicated that the device was not inflating. He also experienced some auto-inflation at night, despite completely emptying the cylinders before going to bed. Further education has been delivered with respect to auto-inflation, and the patient fully understands what he needs to do. However, the auto-inflation is still occurring. The ipp pump was replaced. No patient complications were reported.

Event description:
It was reported that following the implant of this inflatable penile prosthesis, the patient was taught how to use his device, but experienced some difficulty. The pump gave the initial pop to release the lock out valve, but only pumped about three times. Beyond that, no further fluid could be moved into the cylinders. The patient received an additional education session from clinic nurse and rep, but still indicated that the device was not inflating. He also experienced some auto-inflation at night, despite completely emptying the cylinders before going to bed. Further education has been delivered with respect to auto-inflation, and the patient fully understands what he needs to do. However, the auto-inflation is still occurring. The patient was expected to an exploratory surgery at a later date. No patient complications were reported.